Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced frequent low glucose events while using the ilet bionic pancreas, with an example of a glucose reading of 54 mg/dl in the early morning, and the user acknowledged long pauses and unannounced meals; a separate supply change and high glucose discussion were documented in another case. Symptoms included hypoglycemia. Outcomes included the need for oral glucose to treat the event. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem and no findings available, with the device component also recorded as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.